Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported kinked shaft was confirmed. Additionally, analysis of the returned product noted the inner member was separated distal to the guide wire notch. The outer member was still intact. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported kinked shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information and analysis of the returned device, a conclusive cause for the reported difficulty and noted damage cannot be determined; however, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use a defect was noted in a 3.00x15mm nc trek rx balloon dilatation catheter (bdc). The shaft of the bdc reportedly looked bent. The 3.00x15mm nc trek rx bdc was not used and there was no patient involvement. A new unspecified bdc was used and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the inner member was separated.